Event description:
It was reported through remote transmission that an episode of non-sustained ventricular oversensing due to one beat with loss of capture was observed. Patient will be brought into the clinic for testing. No further information available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.